Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. The exact event date was not reported. According to the complainant, during the procedure, when the stent was deployed, the guide catheter was dislodged from the push catheter. A snare was used to remove the broken guide catheter. The procedure was successfully completed with the original flexima biliary stent. There were no patient complications reported as a result of this event. "The patient was undergoing an ercp in the endoscopy suite. The device was introduced and according to staff,"the stent was deployed and (the ) transducer on (the) stent fell off into (the) patient". The transducer was quickly retrieved with no harm coming to the patient."

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Block f10; h6: problem code 1069 captures for the reportable event of guide catheter broken. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block a3: patient's sex: updated to female. Block g3; h10: user facility reference number: (B)(4).

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. The exact event date was not reported. According to the complainant, during the procedure, when the stent was deployed, the guide catheter was dislodged from the push catheter. A snare was used to remove the broken guide catheter. The procedure was successfully completed with the original flexima biliary stent. There were no patient complications reported as a result of this event.